Event description:
The bd oral dispensing syringe 1ml clear with tip caps provided 2 different 1ml syringe types. One of the syringe adaptors is smaller than the other syringe. One cap size was provided for these products. When the syringe cap is attached to the smaller adaptor syringe, it does not properly seal the contents inside of the syringe. As a result, spillage can occur due to this defect which can be an issue considering that many oral formulations require this style of syringe and spillage of the product can result in decreased dosing of medications for the patient if the issue is not caught in time.